Manufacturer narrative:
(B)(4). Date sent: 6/25/2024. D4: batch # unk. Additional information was requested, and the following was obtained: could you please explain if "could not be opened manually" means the anvil release button didn't work or that the manual override didn't work? -details could not be provided. Is the current patient status known?? -discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9e72j, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9e72j, and no non-conformances were identified. Manufacturing date: oct 27, 2023. Expiration date: sep 30, 2026.

Event description:
It was reported that during the surgery, could not fire farther after fired a little and the front end could not be opened manually. Cut some tissue and changed another reload to complete the operation. No additional information can be provided.